Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited intermittent undersensing of new onset atrial arrhythmia. It was also reported that the right ventricular (rv) lead exhibited intermittent under sensing resulting in inappropriate ventricular pacing and diminished r waves. The ra and rv lead were reprogrammed and remain in use. No patient complications have been reported as a result of this event.